Event description:
It was reported during an unknown patient procedure that the cup handle doesn't unscrew. No consequences or impact to patient.

Manufacturer narrative:
D4: model number: t17650 (offset cup impactor) is obsoleted with the last date of sale on august-2014. Primary UDI number: (B)(4) is a legacy UDI number that is no longer valid (obsolete device). G3: complaint information provided by distributor, depuy synthes. H3: the complaint sample was returned to viant incomplete for evaluation and the reported event is confirmed. The offset cup impactor had a broken/bent proximal universal joint (uj). Both forks have become bent and flare outwards causing the device to break and come apart. The impactor tip and broken small pins were not returned with the device rendering it incomplete. It was evident the device had broken as it was returned in multiple pieces. The drive chain was separated at the uj. From closer examination of the broken uj, it was evident the uj was assembled incorrectly, as the long pin was not assembled on the side closest to the blue knob and instead was assembled closer to the swivel end. The smalls were instead assembled closer to the blue knob allowing the pins to move and deform the fork outward leading to its failure. This incorrect assembly is the root cause to this observed failure. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The device had experienced approximately 11.73 years of use (manufactured in august-2014). It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. This t17650 offset cup impactor is obsoleted with the last date of sale on august-2014 and had since been replaced. Other observations; the ratchet weld has cracks on both sides of the ratchet body. The ratchet teeth show signs of wear from repeated use. The impaction plate on the handle has experienced impacts from repeated use. The device has general wear and tear in the form of scratches/nicks/gouges from repeated use. The IFU sent with the new device today, man-004011 rev b, states the following; offset cup impactors are hand-held, re-usable surgical instruments. Anticipated useful life offset cup impactor: 600 use cycles, end of life is determined by wear and damage due to intended use, visually inspect for damage and wear. If the instrument is damaged and worn, it is considered at the end of its life and should be discarded, check hinged instruments for smooth movement, when the UDI carrier(s) is no longer readable, the instrument is to be discarded, viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. In conclusion, the reported event is confirmed as the returned offset cup impactor had a broken/bent proximal universal joint (uj). From the investigation performed, the root cause is attributed to manufacturing as the proximal uj was assembled incorrectly. However, the t17650 offset cup impactor is obsoleted with the last date of sale on august-2014 and had since been replaced and has been corrected and mitigated as an expected failure in the viant risk management files. No further investigation with regard to this complaint is required. Viant will continue to monitor for trends.